Manufacturer narrative:
(B)(4). Approximate age of device ¿ 20 days. The device is expected to return for analysis. It has not been received. No further information was provided. A supplemental report will be submitted when the investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad)on (B)(6) 2016. Implant documentation indicated that the patient required extracorporeal membrane oxygenation at the time of implant. It was reported that the patient expired on (B)(6) 2016 with the cause of death listed as cerebrovascular accident, peripheral vascular disease and congestive heart failure. Additional information was requested but not provided.

Manufacturer narrative:
It was initially reported that the device was returning for analysis; however, the device was not returned. Multiple attempts for product return were sent to the customer with no success. The lvad was not available for evaluation. A correlation between the device and the reported events could not be conclusively determined. The instructions for use lists stroke and right heart failure as potential adverse events associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.